Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device was "making unusual noise". This event was not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
Additional narrative: correction: correction: the manufacturer location was documented as waldenburg in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged coupling head. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.